Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment (unexpected medical intervention and treatment with medication) appears to be related to procedural and/or patient-related factors. A medical review was performed by an abbott vascular clinical specialist. The reviewer concluded that the reported coronary artery occlusion is most consistent with stent thrombosis, a known complication associated with pci procedures. There is no evidence to support device malfunction or performance deficiency, as the device was successfully deployed and implanted with appropriate initial angiographic results. The event is most likely attributable to procedural and/or patient-related factors, including potential stent deployment factors or peri-procedural thrombogenic conditions which is consistent with known risks of coronary stenting. The reported patient effect of angina, occlusion, and myocardial infarction are listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H11: additional manufacturer narrative: revised.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of angina, occlusion, and myocardial infarction are listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient presented with chronic stable angina. The procedure was to treat a 90% stenosis in the proximal to mid right coronary artery (rca). The 3.5x18 mm xience alpine stent was advanced to the lesion and implanted, successfully restoring vessel patency. Repeat angiography showed no residual stenosis or dissection. The procedure ended at 17:30, and the patient was returned to the cardiac care unit (ccu). At 20:00, the patient reported sudden discomfort. A 12-lead ECG indicated abnormal q waves in leads iii and avf, and st-segment elevation in iii and avf. The physician advised initial medication management and close monitoring. By 21:30, the patient developed chest distension and pain. A bedside 12-lead ECG showed st-segment convex elevation in leads ii, iii, and avf, suggesting acute inferior myocardial infarction. The physician ordered preoperative preparation and transferred the patient to the catheterization lab for emergency intervention. Intraoperative angiography revealed: right-dominant coronary circulation; no stenosis in the left main; 70% stenosis in the proximal lad with timi grade 3 distal flow; complete occlusion of the mid rca at the stent site with timi grade 0 distal flow; no significant stenosis in other coronary arteries. Balloon angioplasty was performed, followed by implantation of four stents in series at the rca lesion. Repeat angiography showed no residual stenosis or dissection, and timi grade 3 antegrade flow in the rca. The procedure was completed, and the patient returned to the ccu. The patient later recovered and was discharged without significant discomfort. No additional information was provided.